Event description:
It was reported that the customer was hospitalized with low bgs. Customer has been sick for the last two weeks and stated the hospitalization was due to "the time getting messed up" customer was on manual injections per their md's instructions and will be meeting with the pump trainer to troubleshoot the pump.